Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) is a participant in a clinical study. It was reported the patient has experienced swelling at the site of one of the leads. This issue has reportedly resulted in discomfort as the site is sensitive to touch and is prohibiting the patient from sleeping in certain positions. Follow-up on this matter found that a consultation with the neurosurgeon was conducted. There are no plans for invasive or medicinal intervention. The patient has made no recent claims of continuance of the reported swelling or discomfort.